Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument associated with this complaint and completed its investigation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of the bent grip tips to be related to the customer reported complaint. The medium-large clip applier instrument was found to have a bent grip, causing a misalignment of the grips. The instrument was placed on the in-house system and the clip test was performed. The clip was successfully able to load, but was not able to attach to tubing. The root cause of the bent instrument grips -tips is typically attributed to mishandling/misuse. No image or video was submitted for review. A review of the instrument logs for the medium-large clip applier (part number: 470327-12/lot number: k10220411 0024) associated with this event has been performed. Per this review, the medium-large clip applier instrument was last used in a procedure on (B)(6) 2022 on system sk1210. The alleged instrument had 90 uses remaining after the last procedural use. This complaint is a reportable malfunction event due to the following conclusion: failure analysis confirmed a failed clip test. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to start a da vinci-assisted subtotal gastrectomy surgical procedure, the medium-large clip applier instrument had a broken cable. The procedure was completing as planned with no reported injury. The endowrist and single-site medium-large clip appliers are intended to be used with the da vinci system for the application of weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 3¿10 mm in diameter. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.